Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for high tip to ring pacing impedance. The lead had previously been reprogrammed to pace and sense tip to coil in response to the high tip to ring pacing impedance; however, the alert was not turned off. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.